Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed and the following observations were noted: tamper seals were not intact. Bottom cases, right and left plunger cases cracked. Functional and occlusion testing was conducted. The reported event of motor rate error was not replicated during occlusion tests. Motor error rate was identified in event history log review. The root cause was unable to be determined. The following actions were taken: replaced the old style motor bracket, old style worm gear, and leadscrew. Clutch halves replaced for preventive measures. Additional repairs included: replaced top and bottom cases, right and left plunger cases, plunger head mount and dowl pin (damaged), worm gear, motor mount, lead screw, right and left clutches. Installed cable guard. Functional and delivery tests all passed after repair.

Event description:
It was reported that the device presented a motor rate error message. The bottom case was cracked. No patient injury was reported.